Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets leakage at site event on (B)(6) 2024. The blood glucose level was between 400 and 500 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).